Event description:
It was reported by dealer that the left front fork of the 65650 rollator will not hold in place. The dealer has sent a technician out to attempt to repair but it will still not hold in place. No further information is available.